Manufacturer narrative:
This report is filed on october 06, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced headaches, nausea and a performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed october 19, 2016.